Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a double valve replacement (dvr) was performed. This 25 mm sjm epic valve was initially implanted in the patient's mitral position and a 19 mm sjm epic valve (model: esp100-19, sn: (B)(4)) was implanted in the aortic position. The intraoperative echo revealed thrombus on the anterior two cusps of this mitral valve after aortic cross clamping. Reportedly, the thrombus appeared about 1.5 hours after implantation and before administration of protamine. An activated clotting time (act) was noted to be maintained at 400 seconds intraoperatively. Also, no significant thrombus was confirmed through an extracorporeal circuit. This mitral valve was explanted and a larger 27 mm sjm epic valve (model: e100-27m, sn: (B)(4)) was implanted in the mitral position. Furthermore, paravalvular leakage occurred this time and sutures were placed to repair the leakage in the mitral position. This event caused prolongation of the procedure. No anomalies were reported on the aortic valve, which remained implanted. Postoperatively, the patient was reported to be stable.

Manufacturer narrative:
The results of this investigation concluded there were no pathologic changes to the returned valve. The reported thrombus was not present for examination. All three cusps were flexible and no tears, perforations or anomalies to the cusps were observed. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.